Manufacturer narrative:
Device analysis: visual analysis of the returned device identified an opening. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identify a striated edge opening, consistent with use of a surgical tool on posterior side. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reports a device "ruptured" during implant surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports a device "ruptured" during implant surgery.